Event description:
The following allegation was reported to davol via maude event report (mw5039170): "mesh failed within days and went through inguinal canal and had to be replaced". Per follow up as reported by the pt: (B)(6) 1999 - pt was implanted with a bard/davol mesh during an inguinal hernia repair procedure; (B)(6) 2000 - pt visited a second surgeon due to severe pain and was told by his surgeon that the mesh had failed and needed to be replaced. Surgeon wanted to allow time for swelling to subside before performing revision surgery; (B)(6) 2001 - pt underwent revision surgery with partial explant of bard/davol mesh. Another unspecified mesh was placed. (B)(6) pt had orchiectomy (both testicles). The pt alleges that he continues to experience tremors and severe pain in the groin area and that conductivity testing concluded that his nerves have been damaged. Pt alleges that his pain is currently being managed with prescription hydrocodone, morphine and visits to a pain specialist.

Manufacturer narrative:
Contact was unable to provide any product identifiers and did not know what type of bard/davol mesh was implanted. He was also unable to provide specific dates of surgery. Based on the info provided we are unable to determine if in fact a bard/davol mesh was used to treat the pt. Nor can we determine to what extent, if any, the alleged bard/davol device may have caused or contributed to the pt's post operative experience. The pt was unable to provide a lot number at this time, therefore a review of the manufacturing records cannot be conducted. Additional info was requested and if/when additional info is provided, this report will be updated. Note - section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.